Event description:
It was reported that the patient presented to the hospital for a scheduled generator changeout. Upon interrogation, the right ventricular (rv) lead exhibited noise, r-wave amplitude variation, and low impedance measurements. Programming changes were made. The patient was discharged with no reports of adverse consequences.